Event description:
It was reported that a needle break occurred at an unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "rear cannula end is broken."

Manufacturer narrative:
Investigation: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned sample and broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred at an unspecified time with a unspecified bd pen needle. The following information was provided by the initial reporter, "rear cannula end is broken."